Manufacturer narrative:
The reported field event of the stylet stuck inside the lead was confirmed in the laboratory. A completed lead was returned in one piece for analysis. The cause of the reported incident was due to the bent stylet and over torqued inner coil overlapping the connector region consistent of procedural damage. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during an implant procedure, the helix of the right ventricular lead would not retract. After four unsuccessful attempts, a different lead was used however, the stylet was stuck and the lead was not used. A final lead was used and was implanted successfully with no issues. The patient was stable before, during and after the procedure and was discharged home.